Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash all the way around her body which she feels is due to wires rubbing on her. Patient described the rash as red and itchy but no broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported that her doctor provided benadryl pills. The outcome of the rash is unknown as follow up attempts were unsuccessful.